Event description:
It was reported by the customer that while using bd veritor plus analyzer, there was a discrepant result. There was one occurrence. Results were repeated by reinserting the test device, which concluded a discrepant result. There was no patient impact. The following information was provided by the initial reporter: "flu-a negative; flu-b positive (10 minutes incubation)." Repeat result: repeated by reinserting test device. "Flu-a/b negative (15 minutes incubation)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd veritor plus analyzer has discrepant test results (catalog number 256066, serial number (B)(6)).analyzer was not returned for investigation. No investigations were performed on this analyzer and therefore the root cause is not determined. Based on this evidence the complaint is unconfirmed. DHR for veritor plus analyzer,serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Complaint history for "results¿ was reviewed for (B)(6) 2022. The upper control limit was not breached and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 via document# (B)(4), rev 20.0, row ID (B)(4).

Event description:
It was reported by the customer that while using bd veritor plus analyzer there was a discrepant result. There was one occurrence. Results were repeated by reinserting the test device, which concluded a discrepant result. There was no patient impact. The following information was provided by the initial reporter: "flu-a negative; flu-b positive (10 minutes incubation). Repeat result: repeated by reinserting test device. Flu-a/b negative (15 minutes incubation)."